Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the pump was exposed to moisture. There was no reported adverse impact to the customer's blood glucose level. The alarm cleared and the customer continued to use the pump for insulin therapy.